Manufacturer narrative:
(B)(4). The product (catalog# de-12123-ma) not intended or sale in the us. Similar product/component sold in the us.

Event description:
It was reported that during the application (venipuncture with a 10ml ls syringe) in (B)(6)the needle hub cracked. Since the incident occurred 1 .5 months ago, the user cannot remember any details of the incident, therefore no further information is possible. No patient harm reported.

Event description:
It was reported that during the application (venipuncture with a 10ml ls syringe) in the central emergency room north (zna north) the needle hub cracked. Since the incident occurred 1 .5months ago, the user cannot remember any details of the incident, therefore no further information is possible. No patient harm reported.

Manufacturer narrative:
(B)(4). The customer returned one introducer needle for evaluation. Visual and microscopic examination of the needle revealed several cracks in the introducer needle hub. The returned needle was attached to a lab inventory ars and water was aspirated. A significant amount of air leakage was detected in the form of bubbles from the needle hub. A device history record review was performed with no relevant findings. The reported complaint that the introducer needle hub was cracked was confirmed by complaint investigation of the returned sample. The returned introducer needle hub contained several on the hub. A device history record review was performed and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.